Manufacturer narrative:
Device not returned to manufacturer.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1548, awareness date 17-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in 2011. Consumer had many side effects that were a result to these implants: severe pain, pelvic pain, back pain, leg pain, headaches, chronic fatigue, many uti (urinary tract infections), uterine infection, b-12 vitamin deficiency, vitamin d deficiency, fibromyalgia, boils / infections, hair loss, depression, anxiety. These were all symptoms that occurred after essure was placed. After many doctors and ER (emergency room) visits, and infections and unbearable pain that she had on a daily basis, she had to have a hysterectomy in 2014, at age (B)(6). Still after the removal she has symptoms that may never go away. Ptc investigation result received on 04-nov-2015: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had pelvic pain, uterine infection and many uti infections (interpreted as urinary tract infections). She underwent a hysterectomy 3 years after essure insertion and the device was removed. These events were considered serious due to medical significance. Pelvic pain and uterine infection are listed events in the reference safety information for essure, the remaining event is unlisted. Pelvic pain may occur after essure insertion. Given the nature of this event and positive temporal relationship, causality with essure cannot be excluded. Regarding event uterine infection, while essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. This may explain an increased risk for pelvic inflammatory disease in the first 4 weeks after insertion. In the present case, no information suggesting this close temporal relationship with the insertion procedure was mentioned. Therefore, causality between uterine infection and essure was assessed as unrelated. Urinary tract infection pathogenesis in women begins with colonization of the vaginal introitus by uropathogens from the fecal flora, followed by ascension via the urethra into the bladder. Considering the nature of this event, and the local effect of essure in the fallopian tubes, causality was assessed as unrelated. Non-serious events were also reported. This case was regarded as incident since a device removal was required. The product technical analysis concluded that based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.